Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were unknown while wearing the pod between 4 and 24 hours. It was also reported by the patient that the cannula was not visible when the pod was removed indicating a needle mechanism failure. The patient mentioned that they were vomiting. The patient was treated with fluids and zofran. The patient was released the same day. The pod was worn when seeking medical attention but was discarded.